Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reporting they were "alarmed and worry by the news that the devices were recalled", "in the past few years their breasts became asymmetric" and "prosthesis were disintegrated". This relates to the left device. Device has been explanted.

Event description:
Physician confirms rupture diagnose at explant and capsular contracture baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.6; b.5; g.2;

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.3; d.4; g.1; g.2; h.4; h.6.

Event description:
Patient reporting they were "alarmed and worry by the news that the devices were recalled", "in the past few years their breasts became asymmetric" and "prosthesis were disintegrated". This relates to the left device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, rupture.

Event description:
Patient reporting they were "alarmed and worry by the news that the devices were recalled", "in the past few years their breasts became asymmetric" and "prosthesis were disintegrated". This relates to the left device. Device has been explanted.